Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 419388 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient noted an alert and upon investigation it was determined that the right ventricular (rv) lead had a conductor fracture and insulation damage. It was also noted that the lead had short v-v intervals and the pacing impedance was high. The rv lead was capped and replaced. The patient is a participant of the product surveillance registry study. No patient complications have been reported as a result of this event.